Event description:
It was reported that the implanted device was experiencing an invalid radio frequency overuse condition. A boston scientific company representative advised that the response from the technical support team was low to no radio frequency (rf) interference. The communicator placement may also be an issue. No adverse patient effects were reported. The implanted device remains in service. Additional information was received which indicated that, the technical services (ts) observed the rf usage to be approximately of two months of impact. This was primarily driven by the large number of episodes that were collected from inappropriate shocks activity three months ago due to low amplitude and t wave oversensing. The ts did not recommend any changes to patient behavior with latitude with this data, as the telemetry time is normal per design to collect so many episodes. After the episodes collected, ts found that the device was reprogrammed and since reprogramming the sensing was improved. Ts indicated that the rf usage that was triggered more likely due to the large number of episodes that were downloaded three months ago, sort of a one-time instance. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implanted device was experiencing an invalid radio frequency (rf) overuse condition. A boston scientific company representative advised that the response from the technical support team was low to no radio frequency (rf) interference. The communicator placement may also be an issue. No adverse patient effects were reported. The implanted device remains in service. Additional information was received which indicated that, the technical services (ts) observed the rf usage to be approximately of two months of impact. This was primarily driven by the large number of episodes that were collected from inappropriate shocks activity three months ago due to low amplitude and t wave oversensing. The ts did not recommend any changes to patient behavior with latitude with this data, as the telemetry time is normal per design to collect so many episodes. After the episodes collected, ts found that the device was reprogrammed and since reprogramming the sensing was improved. Ts indicated that the rf usage that was triggered more likely due to the large number of episodes that were downloaded three months ago, sort of a one-time instance. This s-ICD remains in service. No adverse patient effects were reported.